Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer did not want to troubleshoot and did not provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.